Manufacturer narrative:
High test results; (anti-viral medication given). Note: this report is being filed on an international product, architect hiv ag/ab combo, list 4j27, that has a similar product distributed in the us, list 2p36. The complete sid is sid (B)(4). Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and specificity testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. According to the package insert of the architect hiv ag/ab combo assay all specimens that are initially reactive must be centrifuged at greater than 10,000 rcf for 10 minutes and retested in duplicate and the customer should confirm a repeat reactive architect hiv result with a supplemental assay. The product was not available for return. Testing of an in-house retained kit stored at the recommended storage condition was performed; all specifications were met indicating the assay is performing acceptably with regard to clinical specificity. Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified.

Event description:
The customer observed a false reactive hiv result for one (B)(6) male patient on the architect i2000 analyzer. The patient received unnecessary anti-hiv drug therapy. The following data was provided: sid (B)(4) ((B)(6) 2015) initial 2.97 s/co, repeat 1.49 s/co. This sample was centrifuged and tested the next day ((B)(6) 2015) as negative (0.12 s/co). Western blot testing was run after the anti-viral treatment was started and was found to be negative. Pcr testing was performed, but no results have been provided to date. No further details are available due to (B)(4) privacy laws.